Event description:
The distributor complained regarding a piece of dressing found with open seal. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.